Event description:
Per the clinic, the patient developed an (B)(6) infection at the implant site (specific date not reported) and was subsequently treated with IV antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report.